Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced feeling weak and was vomiting. The cgm reading was ¿stuck¿ at 106 mg/dl, and when a fingerstick was taken the blood glucose reading was 469 mg/dl. The patient had symptoms of being weak, vomiting and had ketones, but no specific value was reported. The patient went to the hospital and was treated with intravenous insulin, saline, and fluids. At the time of the report (same day as the event) the patient was still in the hospital, and the blood glucose reading was going down, but the patient was still weak. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Before going to the hospital, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.